Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "the needle hub broke and separated in use". No patient harm reported. No medical intervention required. The patient's condition reported to be "well".

Manufacturer narrative:
(B)(4). The customer returned one introducer needle for analysis. Signs-of-use in the form of biological material were observed inside the needle hub. Visual analysis revealed that the introducer needle hub was broken and separated. A portion of the needle hub was still molded to the proximal end of the needle cannula. The needle length (per measurement a in the introducer needle graphic) measured 68mm which is within the specification limits of 67.49mm-69.27mm. The cannula outer diameter measured .0498" which is within the specification limits of .0495"-.0505" per the cannula graphic. The cannula inner diameter at the distal and proximal ends measured .041" which is within the specification limits of .041"-.043" per the cannula graphic. The hub of the needle was tested with the male luer gage and was within the specified range. This indicates that the hub conforms to iso 594-1:1986. The customer was not able to provide a finished good material#/lot#; however a potential material#/lot# was obtained based on a sales history review for this customer. A device history record review was performed based on this potential material#/lot# and no relevant findings were identified. The reported complaint of a cracked and separated needle hub was confirmed by complaint investigation on the returned sample. The returned introducer needle hub was cracked. A portion of the hub was still molded to the proximal end of the needle cannula. A device history record review was performed based on this potential material#/lot# and no relevant findings were identified. Further investigation of this issue is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the needle hub broke and separated in use". No patient harm reported. No medical intervention required. The patient's condition reported to be "well".